Event description:
Procedure type: lower anterior resection. According to the reporter: the pt was also scoped. The leak test during the procedure was negative. The pt presented 5 day post-op with a leak. During re-operation a bakers was performed. At the time of reporting, the pt was doing fine.

Manufacturer narrative:
(B)(4).